Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned, but the test strips returned were mixed with used strips and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving low readings. Customer's mother called in stating that her son has had the meter for around a month. Today when testing his meter was reading lo. He drank juice and his meter continued to read lo. He then tested with a one touch and received a 174. Stores meter in the kitchen away from appliances and water. Strips stay in container. Holds meter up and down. Lo means reading is under 20. I explained that there could be 20% variance with tests, that the tests need to be done within 10 minutes, and they need to be done using different strips and lancets. Young child did not want to troubleshoot. Replacing product.